Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3889-28, lot# v224725, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and the return of symptoms started at the end of may. The patient¿s device was not working as well as it used to and the patient was going to the bathroom all the time again. This started being a problem for the past few months and the patient had no falls or trauma. The return of symptoms came on gradually. It was noted that the patient started drinking caffeine of coffee and they had more stress due to losing their job in may. When the symptoms returned the patient was not feeling stimulation. The patient used the programmer today and it caused them a shocking or jolting sensation. When the patient turned the stimulation on they were at 8.5v and the shock knocked them down to their knees. The patient was now afraid of using the programmer. The patient wanted to turn stimulation down. The patient turned the stimulation down to 0v and then increased to 3.0v and said they could feel the stimulation comfortably. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.